Event description:
Customer reported a past event involving high blood glucose levels, though the exact value was unknown as it displayed "high." They managed the situation with a correction injection via multiple daily injections. Technical support advised the customer to consult with a healthcare provider to understand potential causes.